Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a loose pitch cable at the proximal end. No damage or defects were found in the clamping pulley, input disk, input shaft, or distal cable. Additionally, the instrument exhibited imprecise pitch motion with delayed response during gripping/ungripping due to a loose proximal pitch cable, despite passing recognition and engagement tests. The complaint was confirmed by failure analysis. The probable root cause of a loose cable is attributed to loss of cable tension. The probable root cause of imprecise motion is attributed to loose instrument pitch cables.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument did not respond to commands given by the surgeon and was observed to be opening on its own without any instructions from the surgeon. The procedure was completed with no reported injury.